Event description:
Info from hosp via distributor to MFR: a pt died after routine ptca. A femostop was used for femoral compression after ptca. The post mortem had established that there was not a blood clot at the skin or vessel puncture site and that therefore hemostasis could not have happened. The pt consequently bled internally causing a huge hematoma high up in the thigh that was not detected and pt lost their life accordingly. The fact that there was no blood clot at the skin puncture could suggest that the femostop was placed over the skin site; internal bleeding could then occur from the vessel puncture site. The skin puncture site did not bleed which would support this theory. Due to the obese nature of the pt's legs, the femostop could have migrated away from the vessel puncture site. The pt had not been presented as obese; all staff are aware that this is a problem area for them and would proceed with caution. The pt had very large thighs that would probably have been considered obese but the rest of pt's body was not. This could have contributed to the problem here. It appeared, according to the pt records, that the hosp protocol had been followed with the femostop being positioned and correctly inflated and deflated. Prior to application of the femostop, the pt had a small hematoma. The records did show that the pt was in severe discomfort and that they had administered painkillers to overcome this. After three hours, for some reason, the pressure in the dome was increased and the dome was left on for at least four and a half hours."